Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-00330. It was reported that patient was getting decreased pain relief from the system. X-rays revealed the leads had migrated and wrapped around the ipg. In turn, surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-00330. It was reported that the patient underwent a drg system explanted and replaced on (B)(6) 2019 due to lead migration. The issue was reportedly resolved.